Event description:
It was reported that the right atrial (ra) lead failed to pace and failed to capture. It was also noted that the ra lead exhibited low impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.